Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on her left hip on or about (B)(6) 2011 and was revised on (B)(6) 2021. It is further alleged that she suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in her blood. Update: head disassociation.

Manufacturer narrative:
Reported event an event regarding abnormal ion level , disassociation and metallosis involving a lfit v40 cocr head that was mated with a stem was reported. The event of disassociation and metallosis was confirmed by clinician review but abnormal ion level was not confirmed. Method & results:  -device evaluation and results: product inspection not performed as device was not returned. Clinician review: a review of the provided medical information by a clinical consultant indicated: confirmation: the event, a revision tha for head-trunnion failure can be confirmed. There was a dissociation of the head from the stem/trunnion and metallosis. The elevated metal levels cannot be confirmed without additional medical records. The alleged injuries cannot be confirmed without additional medical records. Root cause: the root cause was likely related to an lfit head-trunnion problem. The lot number would need to be checked to confirm if, as alleged, this was a recalled device. -device history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusion: the subject device has been identified to be within scope of an nc and CAPA. Lot specific voluntary recall pfa 1757583 was initiated for the lfit v40 cocr heads within scope of this nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Manufacturer narrative:
Reported event: an event regarding abnormal ion level involving an unknown implant metal head was reported. The event was not confirmed. Method & results:  device evaluation and results: not performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant.   Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the event could not be confirmed as insufficient information was provided. Further information such as device identification and return, pre and post operative x-rays, operative reports as well as patient history and follow up notes are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on her left hip on or about (B)(6) 2011 and was revised on (B)(6) 2021. It is further alleged that she suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in her blood.